Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the outer cover could not detach from the bd micro fine plus¿ insulin pen needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "I can't get the needle case off. Mounted on a pen, the plastic case won't come off."